Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issue. The following information was provided by the initial reporter: infusion pulling from primary bag during secondary infusion.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2023-01134 was sent in error. The customer provided the response, "I wanted to circle back with you regarding this. We figured out that it is an issue with our closed system transfer device, not the tubing. MFR#: 9616066-2023-01134 is void as a result.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issue. The following information was provided by the initial reporter: infusion pulling from primary bag during secondary infusion.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.